Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak in the catheter was confirmed, and the damage appeared to be associated with use of the device. One 8fr groshong catheter was returned for investigation. The connector was attached to the tubing, which indicates that the catheter had been placed. It was reported that the catheter appeared damaged after placement. A functional test of the catheter revealed fluid leaking from the catheter at the proximal end of the catheter. A microscopic examination revealed circumferential tears in the catheter between the proximal end of the cuff and the 25 cm depth mark. The proximal end of the cuff was separating from the underlying adhesive. Elastic weakness was detected in the 3.5cm section of tubing just proximal to the cuff. Circumferential splits were also observed at the 25 ¿ 27 cm depth marks, which were located in the weakened section of tubing. The weakness in the tubing indicates that the tubing was stretched during placement, which may have been a contributing factor in the catheter damage. The cuff may have been difficult to tunnel. When tunneling, the product IFU states, ¿the catheter must not be forced.¿

Event description:
It was reported that the groshong line was placed but appeared to be damaged on the final check. The catheter was removed and a second line placed. After removal, it was stated that fluid could be seen leaking from under the cuff.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reav2473 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the groshong line was placed but appeared to be damaged on the final check. The catheter was removed and a second line placed. After removal, it was stated that fluid could be seen leaking from under the cuff.